Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause for the reported failure was an electrical short through fet transistors, designator q1 and q2. It was also observed that a fuse, designator f1, was open.

Event description:
It was reported that the device would not operate on ac power. There were no reports of pt use associated with this event.